Manufacturer narrative:
Device received unable to perform the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery or verify motor error alarm, magnetic resonance imaging anomaly and no delivery alarm due to complete broken reservoir tube lip and missing reservoir tube o-ring noted. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of 419 mg/dl. Customer stated that insulin pump alarmed for no delivery and motor error. Customer stated that drive support cap was normal and customer was able to rewind the insulin pump successfully. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis